Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the issue occurred twice in february. Customer does not want to return the set or reservoir for analysis. Customer stated that on one occasion, he changed the tubing and another time he changed the site and reservoir. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.